Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00272. It was reported that the rotawire became stuck in the burr. Vascular access was obtained via the right femoral artery. The 20mm x 2.5mm, 95% stenosed, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A rotalink plus burr and a 330cm rotawire¿ were selected for use. During procedure, the burr was advanced on the rotawire but after a few centimeters was not able to advance it further and the rotawire became stuck in the system. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and patient's status is stable.

Event description:
Same case as MDR ID: 2134265-2018-00272. It was reported that the rotawire became stuck in the burr. Vascular access was obtained via the right femoral artery. The 20mm x 2.5mm, 95% stenosed, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). A rotalink plus burr and a 330cm rotawire¿ were selected for use. During procedure, the burr was advanced on the rotawire but after a few centimeters was not able to advance it further and the rotawire became stuck in the system. The procedure was completed with another of the same burr and rotawire. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device has distal tip kinked and also, the body is kinked approximately at 178.5cm and 322cm from the proximal end. Also, the solder fillet that joints the core wire with the spring tip was missing. Dimensional inspection of the overall length, outer diameter (od) of the distal tip, od of the middle of the device and od of the proximal section were performed and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip." (B)(4).